Manufacturer narrative:
No product has been returned, and an extended investigation has been performed for the reported complaint. There was no indication, that the product did not meet specifications. The reported complaint is isolated to the reader. No strips related investigation is required. Dhrs (device history review) for the freestyle libre reader was reviewed, and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from (B)(6).

Event description:
A caregiver reported, that when the customer inserted the test strip into the adc freestyle libre reader. The reader would turn on and "stay stuck". The customer obtained a sensor scan 'lo' (readings less than 40 mg/dl). However, could not obtain a comparison capillary reading, due to the reader. The customer experienced symptoms of dizziness, sweating. And was given candy by a third-party. And taken to the emergency room. Upon arrival, a reading of 70 mg/dl was obtained. And customer was administered glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that when the customer inserted the test strip into the adc freestyle libre reader, the reader would turn on and "stay stuck." The customer obtained a sensor scan 'lo' (readings less than 40 mg/dl) however could not obtain a comparison capillary reading due to the reader. The customer experienced symptoms of dizziness, sweating and was given candy by a third-party and taken to the emergency room. Upon arrival, a reading of 70 mg/dl was obtained, and customer was administered glucose injection. There was no report of death or permanent injury associated with this event.